Event description:
It was reported while testing for sars cov-2 a false positive result was obtained on n1. Confirmatory test repeated on max and the result was negative. Results were not reported and there was no report of patient impact. (B)(4).

Manufacturer narrative:
(B)(4) investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 0290234 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0290234 was manufactured according to specifications and met performance requirements. Customer complained about several positive results with the bd sars-cov-2 reagents for bd max¿ system kit lot 0290234 which when retested using another sample preparation were negative. Customer provided the database from instrument ct1969 for investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. Manual pcr curve adjudication was conducted across the 10 samples suspected false positive by the customer (samples investigated: #10/a2, #221/a2, #229/a2, a3 & a5, #230/a1, a9, a10 & b7 and #233/a10). Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of curves from all samples show late and low amplifications for n1 target, without n2 target amplification. Overall, these samples appear to be true low positives. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Overall, for all the samples, the amplification curves of the internal control and the fluorescence signal were normal, no product issue is suspected. Pcr cartridges were suspected by the customer of being responsible for the false positive results. However, two different lots were used in the tests and no issue with those pcr cartridge lots was found during the investigation. Finally, the data were also analyzed by the instrument technical service team, and no instrument issue was suspected. Bd was unable to confirm the exact cause of the customer¿s positive results. However, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0290234. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained on n1. Confirmatory test repeated on max and the result was negative. Results were not reported and there was no report of patient impact. Eua# (B)(4).